Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient lost stimulation approximately six or seven months ago. A field representative attempted to troubleshoot the issue, however, the ipg remained inoperable. Due to this issue, the patient may undergo surgical intervention.